Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the single board computer and associated components. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy sys would not boot. Increasing frequency with boot-up issues.